Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the programmer. Patient stated he lost therapy on approximately (B)(6) 2019. The patient programmer displayed a replace generator message. Surgical intervention may be undertaken to address the issue.